Event description:
Technician alleged the bed would not go into trendelenburg function. No patient impact.

Manufacturer narrative:
The technician found the retainer for pilot link on the trendelenburg assembly had come off. The technician installed a new retainer for the pilot link on the trendelenburg assembly to resolve the issue.